Manufacturer narrative:
This is one of three reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 valve, both femorals were tortuous with relatively low amount of calcium. The md had slight difficulty inserting the 14f esheath plus due to tortuosity, but was able to deliver. They then attempted to deliver the 29mm commander delivery system (ds) and move next over the safari, but the valve got stuck in the right iliac and was unable to advance any further. Attempted a buddy wire through th left groin. After much manipulation, they were not able to advance valve any further. Under flouro it had appeared that valve went through the sheath(seam). The md pulled the sheath and ds back, performed an abdominal aortagram and no injury was noted. At this point it was decided to remove valve, ds and sheath together. A new 16f esheath plus, ds and valve were prepped. The md removed safari wire and inserted lunderquist for more support. Was able to advance sheath slightly further into aorta. A new ds and valve was inserted, and again valve got stuck in tortuosity in the right iliac. They attempted multiple manipulations without success. At this point it was noted that patient blood pressure was 37/23. At this point the md again pulled the sheath and ds back. Aortagram showed a large extravasation was noted from right iliac from an iliac rupture. The md attempted to balloon to stop bleeding without success. Patient went into vfib, and chest compressions were done over 1 hr. Surgeons were able to open abdomen and control some of the bleeding. Patient vfib arrested numerous times, and after over an hour of compressions, the md called it. The sheaths, valves and delivery systems will be returned for evaluation. Per the fcs, the initial reporter did not allege the edwards device were deficient. The expansion tool was used and the loader was able to be fully inserted into the sheath/sheath housing. When attempting to remove the second delivery system, ''a part of ds sheared off''. All of the pieces of the ds were accounted for. The patient's degree of tortuosity was moderate to severe, degree of annular calcification was mild and the minimal luminal diameter was 6.5-9. Per additional information ''the vascular surgeon tore the valve that was loaded on balloon to remove from body. They had difficulty removing ds. This occurred after surgeon cut down.'' Per clarification from the fcs ''according to the ic, the vascular surgeon either cut or used his hands to break the mounted valve portion of ds to remove the valve from the body. This was all done emergently as patient was crashing.''

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for sheath liner puncture was confirmed based on the evaluation of returned device. However, no manufacturing nonconformance could be identified. A review of the IFU and training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during a tavr procedure with a 29mm sapien 3 valve, both femorals were tortuous... Attempted to deliver the 29mm commander delivery system...valve got stuck in rt. Iliac and was unable to advance any further. Under flouro it had appeared that valve went through sheath(seam)''. Per follow-up information, the degree of tortuosity was ''moderate to severe''. Per evaluation of the returned device, curvature was seen on the sheath shaft, the sheath shaft had scratches, suggesting the presence of access vessel tortuosity and calcification, respectively. Kinks along the shaft can also be indicative of placement in a tortuous anatomy. Curvature can be indicative of the presence of tortuosity within the patient's access vessel. It is possible calcification interacted with the sheath in the mid-region; however, the follow-up information states degree of calcification in the femorals was ''relatively low amount of calcium.'' Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.'' Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. If high push force was used to overcome any resistance experienced navigating the tortuous anatomy, it is possible to exacerbate the interaction of the valve and the liner at suboptimal angles, contributing to the reported liner puncture. As such, available information suggests that patient factors (tortuosity) and procedural factors (high push force) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.